Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm during a prime. The customer's blood glucose was unknown. The customer stated the buttons became unresponsive while they attempted to prime. Customer stated they were unable to resolve the issue by replacing the battery. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage at the keypad traces. No button error alarm. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.